Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that due to the bag going off in a motor vehicle accident, the patient had fractured their cheek bone, leg damage, and increase in back pain. The patient was in a car accident on (B)(6) 2015. It was reported as a sudden change in therapy/symptoms. Steps taken to resolve the increase in back and leg pain were injections and resetting the monitor. It was reported that the pain had not been resolved. Relevant medical history includes failed back surgery syndrome and spinal pain.